Event description:
It was reported that during a da vinci-assisted surgical procedure the monopolar cautery instrument had issues. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of any fragment falling into the patient. There has been no report of the patient returning to the hospital experiencing any complications regarding the missing piece of material. No patient demographics were obtained during the call.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken electrical contacts at the distal end. An in-house accessory tip was installed on the instrument which failed the electrical continuity test. A broken piece approximately 0.048" x 0.096" was not returned with the instrument. Event verification: per log review, the following was confirmed: 6mm monopolar cautery instrument (430007-55/s10210412 0016) was last used on (B)(6) 2022 via system (B)(4) with 16 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.